Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Date of submission 08-mar-2018 the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during investigation, testing for the alleged audio bolus button response issue could not be adequately completed because the device was received in a condition which made analysis impossible. There was no physical damage observed on the audio bolus button cover. The button cover was removed and no defect was found to the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.